Event description:
(B)(4) has received a court letter that alleged that a pt was injured from a rollator that was allegedly distributed by (B)(4). It is alleged that the right-front wheel broke off of the rollator, and the rollator collapsed, sending the pt crashing into wall. The pt allegedly hit his head on the tiled surface of the wall underneath the drinking fountain, and suffered injuries to his head and knee, reinjury to his existing back damage from a bus accident; and aggravated his degenerative spinal arthritis. (B)(4) has contacted the court for detailed info on the product; however, no additional info has been provided. We do not have the product's serial number; therefore, we are not able to identify the manufacturer of the alleged product at this time. This MDR report is based on the court letter.